Event description:
Caller reported experiencing cgm error 42 multiple times on their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to continue using the current pump as a backup to maintain insulin delivery. Instructions for putting the malfunctioning pump into storage mode were provided and acknowledged by the caller, who was also advised to return the faulty pump within 10 days using a prepaid label. The caller noted that the cgm error was contributing to battery depletion. A replacement serial number will be provided when available.